Event description:
It was reported that during a surgical procedure at the user facility the irrigation to the sonopet knife was shooting off to the side and not irrigating the cutting tip. The user facility reported that the procedure was completed successfully without a clinically significant delay and that there were no medical interventions.

Manufacturer narrative:
Follow up being submitted for investigation results, additional information and corrected information.

Event description:
It was reported that during a surgical procedure at the user facility the irrigation to the sonopet knife was shooting off to the side and not irrigating the cutting tip. The user facility reported that bone charring occurred with the patient; however, the procedure was completed successfully without a clinically significant delay and no medical interventions.